Manufacturer narrative:
Currently, it is unknown to if the device may have caused or contributed to the reported event. Based on the medical records provided there does not appear to be an adverse outcome/event associated with the previously implanted collamend device, as the md indicated there was good position of the collamend upon follow up and the patient's symptoms had improved. Medical records indicate the patient to have a difficult anatomy that may have also lead to the problems experienced post implant. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with stress urinary incontinence and underwent a "tvt secure with davol collamend and cystoscopy. On (B)(6) 2009 - patient had a follow up office visit post "tvt secure" procedure. Patient was noted to have a little bit of stress leakage when she coughs or sneezes, however patient is please with repair. Incision is noted to be been doing well with good healing. The davol collamend was noted in very good position. No evidence of erosion or extrusion. The patient was given medication to help alleviate minor leakage. On (B)(6) 2009 - the patient underwent a cystoscopy with coaptite injection to help treat her stress urinary incontinence. Operative details for this procedure note the patient to have a "very short urethra" which caused some difficulty in performing the injection and also notes this to have been a concern for potential failure of the previous urethral sling repair. On (B)(6) 2009 - the patient had an office visit with a voiding trial as she had not been able to void since the previous injection and had a foley placed following the procedure. On (B)(6) 2010 - the patient had a follow up visit. The patient was noted to have urinary retention after the first coaptite injection and did not tolerate the catheter. Per md, the patient slowly started having return of her stress incontinence. On (B)(6) 2010 - the patient was diagnosed with stress urinary incontinence. The patient underwent a second injection of coaptite with cystoscopy. Operative findings noted, "she did appear to have recurrent deficient bladder neck." Operative details noted the injections were also difficult to perform due to the patient's anatomy. On (B)(6) 2013 - md follow up visit to evaluate symptoms of continued stress incontinence. Md office note indicates the patient to have had recurrent uti's due to catheterization with bacterial findings of e.coli.